Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of an unknown component at an unknown interface. Medical records received on 12 mar 2020 were reviewed on 20 march 2020. Depuy cement x 1 was utilized and the patella was resurfaced. Revision operative notes indicated that the patient received a left revision on (B)(6) 2018 due to massive tibial bone loss and loosening of the tibial tray. Upon entering the knee, the tibial tray was found to be grossly loose at an unknown interface and easily removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The procedure was completed without complications. Revision product information was not provided. Doi: (B)(6) 2016. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review (alert date: (B)(6) 2021). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.